Event description:
Rec'd notice of complaint concerning above product from dir of nursing. Reports that a blood leak occurred within mins of the initiation of the treatment. Treatment was stopped, blood in arterial line returned, blood in dialyzer and venous line discarded. Estimated blood loss approx 125cc. This was a first use for this dialyzer. Dir of nursing reports that the pt remained stable throughout the event and did not require any intervention. The treatment was restarted using a new set up and completed without further incident. A hematocrit was checked the following treatment (results not reported) and the pt did not require transfusion. The dialyzer was discarded on the day of the event. A response letter has been sent to the user facility.